Manufacturer narrative:
Root cause: pin pressure testing showed (B)(4) to no deviation and did not contribute to the event. Suspected root cause: wrong pinning technique. Root cause: failure reported by customer but product is within spec. Device evaluated and alleged failure could not be duplicated. Suspected root cause: wrong pinning technique. Corrective action: instructed customer to properly position the pt's head. Ensure that the 2 skull pins in the rocker arm are equidistant from the centerline of the head and that all 3 pins are penetrating the skull equally. The angle of the pins should be as close to 90 degrees possible to the pt's skull. Test that the skull clamp ext. Arm is fully engaged in the clamp base. Lock the index knob so that the arrow and "lock" are aligned. See instruction manual, section 6. Device was returned and can be used as intended. Returned product and another copy of the instruction manual to customer.

Event description:
The customer reported on (B)(6) 2014 that there was a pt slippage but no laceration and no pt injury occurred. The pt was set up in a posterior cervical position and in prone position. "It was locked into place and when fine adjustments were being made, it appears the rocker arm or something on the skull clamp was finding a new resting place. Pt was repositioned again and then it slipped again. The pt did not slip in the pins but the head sunk every slightly but enough to be concerned. It did this twice in the same day on back to back cases." The procedure was completed.